Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump total daily dose history from (B)(6) 2011 until the end of pump use on (B)(6) 2011 showed that the daily insulin delivery totals correctly reflect the user programmed basal rates. No relevant alarms were present in the black box history. A 29 hour flow accuracy test was performed and the pump was found to be delivering accurately.

Event description:
On (B)(6) 2011 it was reported that over an unspecified time period, the patient obtained erratic blood glucose readings ranging from 40 mg/dl to 400 mg/dl. The patient did not report experiencing any symptoms of high or low blood glucose levels, and she did not seek any medical attention. The patient noted the low blood glucose reading of 40 mg/dl occurred after her hcp changed her insulin from novolog to apidra. On (B)(6) and (B)(6) 2011 the patient noted air bubbles in the insulin cartridge, found when the cartridge was being changed on the (B)(6). Troubleshooting revealed the patient's technique was correct, there were leaks in the tubing or cartridge, no issues with the infusion site, the pump date/time were correct, the pump settings were correct, and all total basal/bolus delivered correctly matched those programmed into the pump. There is no evidence the pump was not accurately and correctly delivering insulin. The hcp requested the pump be replaced.